Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, after about a year and eight months later she underwent a hysterectomy and bilateral salpingectomy. She also experienced other non-serious events. Abdominal pain is serious due to medical significance and is anticipated in the reference safety information for essure. Pain of varying intensity and length of time may occur and persist following essure placement. In the absence of a plausible alternative explanation the causality between essure and abdominal pain cannot be excluded. This case was regarded as incident, since surgical removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure at an unspecified dose and frequency. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), pain ("pain"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular and/or prolonged menstruation"), menorrhagia ("irregular and/or prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), muscle spasms ("cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery ( on (B)(6) 2016, hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the abdominal pain, pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, muscle spasms, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal pain, pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, muscle spasms, abdominal distension, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff underwent the essure procedure. Following the essure procedure, the plaintiff began suffering pain, fatigue, joint pain, irregular and/or prolonged menstruation, severe menstruation pain, heavy and abnormal menstruation, pain during intercourse, severe abdominal pain, cramping, bloating, headaches and/or migraines, hormonal changes and vaginal discharge. On or about (B)(6) 2016, the plaintiff underwent a hysterectomy and bilateral salpingectomy company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain, after about a year and eight months later she underwent a hysterectomy and bilateral salpingectomy. She also experienced other non-serious events. Abdominal pain is serious due to medical significance and is anticipated in the reference safety information for essure. Pain of varying intensity and length of time may occur and persist following essure placement. In the absence of an plausible alternative explanation the causality between essure and abdominal pain cannot be excluded. This case was regarded as incident, since surgical removal was required. A product technical analysis is expected. Further information will be obtained only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: endometrial cavity/ perforation (uterus)"), fallopian tube perforation ("perforation fallopian tubes"), pelvic inflammatory disease ("pid pelvic inflammatory disease") and abdominal pain ("severe abdominal pain/ abdominal pain") in a 29-year-old female patient who had essure (batch no. Log86167) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2007, cesarean section in 2011, cesarean section in 2009 and uterine dilation and curettage. Concurrent conditions included multiple allergies since 2014, post coital bleeding, polycystic ovarian syndrome, uterine bleeding, dysfunctional uterine bleeding, latex allergy (skin peeling), penicillin allergy (skin peeling and burning of vaginal area) and drug allergy (excess fever blistering on nose and mouth). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to june 2016 for birth control as well as azithromycin since 2015, bactrim (smz-tmp), cetirizine, clindamycin since 2014, cophene (rinex) since 2014, cyclobenzaprine, diclofenac since 2015, diphenhydramine since 2016, epinephrine (epipen) since 2016, famotidine since 2016, hydrocodone since 2014, hydroxyzine since 2016, ketoprofen since 2015, methylprednisolone since 2015, naproxen since 2017, peginterferon alfa-2b (peg) since 2016, polymyxin b (polymyxin) since 2014, prednisone since 2016, ranitidine since 2016, tizanidine since 2015 and triamcinolone since 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain ("pain"), arthralgia ("joint pain"), menstruation irregular ("irregular and/or prolonged menstruation"), menometrorrhagia ("irregular and/or prolonged menstruation"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine") and hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, 22 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In december 2014, the patient experienced anger ("emotional/anger") and emotional disorder ("emotional/anger"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ sexual pain") and breast pain ("breast pain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the vaginal haemorrhage and menorrhagia had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic inflammatory disease, abdominal pain, pelvic pain, fatigue, arthralgia, menstruation irregular, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, migraine, hormone level abnormal, anger, emotional disorder, nausea, weight increased and breast pain outcome was unknown and the abdominal pain lower and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, arthralgia, breast pain, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff underwent the essure procedure. Following the essure procedure, the plaintiff began suffering pain, fatigue, joint pain, irregular and/or prolonged menstruation, severe menstruation pain, heavy and abnormal menstruation, pain during intercourse, severe abdominal pain, cramping, bloating, headaches and/or migraines, hormonal changes and vaginal discharge. On or about (B)(6) 2016, the plaintiff underwent a hysterectomy and bilateral salpingectomy. Diagnostic results: on (B)(6) 2014, (hysterosalpingogram) hsg, hsg findings: scout image demonstrates bilateral e55ure devices. Impression: essure device in place bilaterally with bilateral tubal occlusion operative technique: essure devise was inserted into the filling gap of the hysteroscope and then started with the left tubal ostia and the essure micro insert was advanced reaching the fallopian tube and then was inserted and micro insert was released and after releasing the essure, eight coils were visualized and pictures were taken. Identical procedure was performed on the right fallopian tube and essure was released and the fallopian tube and nile coils were visualized and picture was taken, and at this point. On (B)(6) 2016, pathologic diagnosis, clinical history: dysfunctional uterine bleeding. Gross description: uterus, cervix, bilateral fallopian tubes is 101 grams, 9.2 x 5.5 x 3.8 cm, intact uterus with attached cervix. The serosal surface was unremarkable. The cervical os was patent and the endocervical canal was unremarkable. The 3.5 x 2 x 0.6 cm endometrial cavity was remarkable for a 1.2 cm portion of an essure device in the right lateral aspect. The myometrium has an average thickness of 1.s cm and was grossly unremarkable. Also received within the same container are two unoriented fallopian tubes. The first fallopian tube measures 3.5 cm in length x 0.6 cm in diameter. There was no fimbria identified. The second fallopian tube measures 5 cm in length x 0.7 cm in diameter. The fimbriated end was unremarkable. Representative sections are submitted: al endometrium and cervix with endocervix ¿ 2 a2 first fallopian tube (inked blue) and second fallopian tube and fimbria ¿ 3. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events dysmenorrhea (cramping), sexual pain, abdominal pain were clubbed with previously reported events. Events anger, emotional disorder, vaginal haemorrhage, menorrhagia, pelvic inflammatory disease, female sexual dysfunction, uterine perforation, fallopian tube perforation, nausea, weight increased, breast pain were newly added. Previously reported event pain was recoded to pelvic pain and cramping was recoded to abdominal pain lower. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location: endometrial cavity/ perforation (uterus)"), fallopian tube perforation ("perforation fallopian tubes"), pelvic inflammatory disease ("pid pelvic inflammatory disease") and abdominal pain ("severe abdominal pain/ abdominal pain") in a 29-year-old female patient who had essure (batch no. Log86167-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section in 2007, cesarean section in 2011, cesarean section in 2009 and uterine dilation and curettage. Concurrent conditions included multiple allergies since 2014, post coital bleeding, polycystic ovarian syndrome, uterine bleeding, dysfunctional uterine bleeding, latex allergy (skin peeling), penicillin allergy (skin peeling and burning of vaginal area) and allergic reaction to analgesics (excess fever blistering on nose and mouth). Concomitant products included medroxyprogesterone acetate (depo-provera) from august 2014 to june 2016 for birth control as well as azithromycin since 2015, bactrim (smz-tmp), cetirizine, clindamycin since 2014, cophene (rinex) since 2014, cyclobenzaprine, diclofenac since 2015, diphenhydramine since 2016, epinephrine (epipen) since 2016, famotidine since 2016, hydrocodone since 2014, hydroxyzine since 2016, ketoprofen since 2015, methylprednisolone since 2015, naproxen since 2017, peginterferon alfa-2b (peg) since 2016, polymyxin b (polymyxin) since 2014, prednisone since 2016, ranitidine since 2016, tizanidine since 2015 and triamcinolone since 2015. In 2014, the patient experienced pelvic pain ("pain"), arthralgia ("joint pain"), menstruation irregular ("irregular and/or prolonged menstruation"), menometrorrhagia ("irregular and/or prolonged menstruation"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine") and hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 22 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced anger ("emotional/anger") and emotional disorder ("emotional/anger"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/ sexual pain") and breast pain ("breast pain"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. In 2016, the vaginal haemorrhage and menorrhagia had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic inflammatory disease, abdominal pain, pelvic pain, fatigue, arthralgia, menstruation irregular, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal distension, headache, migraine, hormone level abnormal, anger, emotional disorder, nausea, weight increased and breast pain outcome was unknown and the abdominal pain lower and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anger, arthralgia, breast pain, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hormone level abnormal, menometrorrhagia, menorrhagia, menstruation irregular, migraine, nausea, pelvic inflammatory disease, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2014, plaintiff underwent the essure procedure. Following the essure procedure, the plaintiff began suffering pain, fatigue, joint pain, irregular and/or prolonged menstruation, severe menstruation pain, heavy and abnormal menstruation, pain during intercourse, severe abdominal pain, cramping, bloating, headaches and/or migraines, hormonal changes and vaginal discharge. On or about (B)(6) 2016, the plaintiff underwent a hysterectomy and bilateral salpingectomy. Diagnostic results: on 31-dec-2014, (hysterosalpingogram) hsg, hsg findings: scout image demonstrates bilateral e55ure devices. Impression: essure device in place bilaterally with bilateral tubal occlusion operative technique: essure devise was inserted into the filling gap of the hysteroscope and then started with the left tubal ostia and the essure micro insert was advanced reaching the fallopian tube and then was inserted and micro insert was released and after releasing the essure, eight coils were visualized and pictures were taken. Identical procedure was performed on the right fallopian tube and essure was released and the fallopian tube and nile coils were visualized and picture was taken, and at this point. On 21-jun-2016, pathologic diagnosis, clinical history: dysfunctional uterine bleeding. Gross description: uterus, cervix, bilateral fallopian tubes is 101 grams, 9.2 x 5.5 x 3.8 cm, intact uterus with attached cervix. The serosal surface was unremarkable. The cervical os was patent and the endocervical canal was unremarkable. The 3.5 x 2 x 0.6 cm endometrial cavity was remarkable for a 1.2 cm portion of an essure device in the right lateral aspect. The myometrium has an average thickness of 1.s cm and was grossly unremarkable. Also received within the same container are two unoriented fallopian tubes. The first fallopian tube measures 3.5 cm in length x 0.6 cm in diameter. There was no fimbria identified. The second fallopian tube measures 5 cm in length x 0.7 cm in diameter. The fimbriated end was unremarkable. Representative sections are submitted: al endometrium and cervix with endocervix ¿ 2 a2 first fallopian tube (inked blue) and second fallopian tube and fimbria ¿ 3. Log86167-invalid. Most recent follow-up information incorporated above includes: on 18-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.